Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Motor passed motor test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 98 mg/dl at the time of incident. Troubleshooting was done. The customer's mother does not recall any significant events leading to the alarm. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother reported that the insulin pump alarmed off no power without low battery alarm. The insulin pump will not be returned for analysis.